Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2015. Plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events-dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, migration. Reporter information, date of birth, essure removal date, lab data were added. Essure insertion date were updated. Device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.